Event description:
(B)(6) independently trialed the biodesign duraplasty graft and had two consecutive cases of post op meningitis. The graft was placed as an intradural inlay covered by a nasoseptal flap for a skull base procedure. No additional details are available at this time. The type of meningitis was not defined in the initial feedback. Cook representatives have been in contact with (B)(6) in attempts to gather more information. The patient's current health status is unknown.

Manufacturer narrative:
Method: actual device not evaluated. No testing methods performed as product not returned to cbi. Results: no results available since no evaluation performed as product not returned to cbi. Conclusion: root cause inconclusive; investigation ongoing. At this time, the root cause of the reported post op meningitis is inconclusive. The investigation into this feedback is ongoing. As additional pertinent details are obtained, a follow-up MDR will be filed.